Manufacturer narrative:
It was originally reported that the unit will only go in reverse when using the zoom drive. Upon completion of the evaluation of this unit it was confirmed that the zoom had intermittent power due to a cracked zoom handle weldment.

Event description:
It was reported via repair work order that the unit will only go in reverse when using the zoom drive. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the unit will only go in reverse when using the zoom drive. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.